Event description:
Additional information was received from the consumer. The patient reported again that they fell in (B)(6) 2019 and because of their fall their device had to be replaced. This was conflicting information to what had been reported prior. The patient stated that they thought the fall had loosened the lead but the health care physician (hcp) had to replace the whole device. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0x0ra serial# implanted: (B)(6) 2015. Explanted: (B)(6) 2019. Product type lead h6: evaluation code method, evaluation code-result and evaluation code-conclusion codes as well as device code c62819 previously reported apply to both products in this report: 3058 serial number (B)(6) and 3889-28 lot number va0x0ra. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the fall had no definitive impact on the device. The cause of the discomfort was most likely musculoskeletal. The device was removed and replaced on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was further stated that they fell because they tripped over a gas hose. It was reported that when they turned it down as low as they could get it, as instructed, the pressure went away, but ¿every now it still feel sore pressure like after having a baby.¿ the patient had their implant checked by their healthcare provider on (B)(6) 2019, and everything was fine when they checked the device. The next day they called for assistance with increasing their stimulation. Troubleshooting found that they were able to increase on program 4 but reached the highest setting. They then switched to program 1 and tried to increase but felt nothing. It was stated that they never did feel anything the day before after going up with stimulation and going through different programs. They stated that the device was not working, and they were going to the bathroom constantly. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they began having symptom issues related to their therapy probably in (B)(6) 2018. They then reported that back in (B)(6) 2019, patient took a hard fall on their right side where the stimulator was implanted. They stated they had been having a lot of discomfort and sharp pain in their private areas since then. Patient stated the sharp pains will come and go. They mentioned the fall caused them to fracture their pelvic bone. They also stated the implant site was sore. During call, it was reviewed stimulation/programming considerations. Patient was provided education. Also on call, patient stated their patient programmer showed stimulation was on, set to program 1 with stimulation level 3.4. Patient used patient programmer to decrease stimulation and reported the discomfort was less. Patient was redirected to their healthcare professional (hcp) to discuss symptoms and programming. No further complications were reported or anticipated.